Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver display screen turned white. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customers complaint. A global functional test was performed on the receiver, finding no failures related to the customer complaint. The receiver data logs were downloaded and reviewed finding a screen error alarm, in addition to a hardware error. Based on the finding of a screen error alarm this is being reported. The complaint was confirmed. The root cause was determined to be a ui-u1 board failure.